Event description:
It was reported that the patient presented in clinic for a follow up in (B)(6) 2025. Upon examination, one episode of ventricular high rate (vhr) was observed from (B)(6) 2024. Review of the episode showed noise from the right ventricular lead. The noise was not reproducible in clinic, but lead fracture was suspected. The lead was turned off. The patient had two ICD systems, and the left side system was made inactive on (B)(6) 2025. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).